Event description:
Patient with necrotizing fasciitis from a minor injury to the first interdigital space of his right hand sustained from attempting to extract a spiny plant (lactuca seriola) arrived at the hospital with severe septic condition, with renal insufficiency and extensive swelling and inflammation in his right hand, accompanied by the presence of blisters and lymphangitis. Emergency surgery was performed, revealing significant amounts of putrid fluid and partially necrotic or lytic fascias in the thenar hand, leading to a radical debridement, fasciotomy, and necrosectomy of the right hand and distal forearm. The patient was admitted to the intensive care unit postoperatively. He presented with a deteriorating condition, tachycardia, somnolence, and mild respiratory distress. Broad-spectrum antibiotics, piperacillin/ tazobactam, and clindamycin were initiated. Histopathologic examination confirmed the diagnosis of necrotizing fasciitis, and microbial investigation of intraoperative samples identified the presence of streptococcus pyogenes and staphylococcus aureus, along with the detection of streptococcus pyogenes bacteremia. A second operation, conducted two days later, revealed no signs of infection progression. The patient's clinical condition deteriorated and required intubation. Four days after admission, a third-look operation was performed, during which additional necrotic tissue required debridement, resulting in a defect measuring 23 × 8 cm, necessitating the placement of a vacuum-assisted closure (vac) system on the right hand and forearm. The patient was extubated on day 6. On the eighth day after admission, the fourth surgical procedure involved the application of btm followed by the reinstallation of a vac system. After one more vac change, followed by bedside vac removal, the patient was discharged on the 21st day after admission. The patient was followed up, and one month after discharge, with adequately conditioned btm, a split thickness skin transplantation was performed. The patient continued to undergo regular follow-up examinations and, despite the physiotherapy performed, the patient¿s thumb was in a stiff, flexed position in the hand. Approximately 4 months after the split skin coverage, the split-skin and the dermis-replacement material were removed. Extensive tenolysis, arthrolysis, and subsequent free anterolateral thigh flap reconstruction were performed. The patient could be discharged from the hospital on the eighth day after the free flap surgery. At our 4-month postoperative follow-up, the patient¿s examination showed a 30-degree extension restriction in the mcp joint of the thumb, with full flexion (50 degrees) and an ip joint flexion of 70 degrees with a 20-degree extension deficit. Lateral pinch strength was 3 kg compared with 7 kg on the contralateral side, and grip strength was 18 kg versus 27 kg. The patient remained in physiotherapy for continued progress.

Manufacturer narrative:
In absence of batch number, a batch review was unable to be performed. The exact cause of the reported patient¿s thumb being in a stiff, flexed position could not be determined as insufficient information was provided. In the absence of an alternate cause, the probable root cause is likely related to the device. The joint stiffness was managed by removal of the device and overlaying graft, along with loosening of the tendon and bony adhesions followed by free flap procedure. The risk is adequately documented for this complaint. As a result of the investigation, it¿s been concluded there is no product risk, no review and reference of the risk assessment is required at this stage, a CAPA is not required, and the case will be subject to trending according to documented pms procedures.